Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 44 mg/dl and their sensor glucose read 87 mg/dl. Customer stated they did not treat their blood glucose at the time of the call. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.